Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aortic neck was reverse funnel shaped and the iliac arteries were tortuous. It was reported that one day post implant the patient presented with a thrombosed right iliac artery. The iliac limb stent graft was found to have kinked at the iliac bifurcation. A fogarty catheter was used to remove clot from the iliac bifurcation and from 3 cm distally after which a balloon expandable stent was implanted in the kink area. Two days post implant, the patient's pulse was still weaker on the right side due to narrowing in the iliac artery. The narrowing was seen on angio. An aneurx iliac was implanted in the area with narrowing and this resulted in good flow to both limbs. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Required secondary intervention - evaluation: results: arterial and venous occlusion. Reverse funnel shaped aortic neck and tortuous iliac arteries. Conclusion: reverse funnel shaped aortic neck and tortuous iliac arteries.